Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting medical assistant due to meter results. H1: type of reportable event of serious injury is being submitted due to no defect found on returned meter and test strips. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Medical assistant is calling on behalf of the customer; customer had contacted medical assistant and reported the complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 147 mg/dl; customer stated the result had been am fasting obtained 3 weeks ago but did not remember the exact date. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/22/2025 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (time not set): result 1: 112 mg/dl date: 05/28 time: 12:36 pm fasting am. Result 2: 122 mg/dl date: 05/27 time: 11:57 pm fasting am. Result 3: 155 mg/dl date: 05/26 time: 6:44 pm non fasting. Result 4: 155 mg/dl date: 05/26 time: 6:43 pm non fasting . Result 5: 109 mg/dl date: 05/25 time: 1:42 pm fasting am. Result 6: 120 mg/dl date: 05/24 time: 9:34 am fasting.